Event description:
It was reported that the patient underwent an ipg replacement procedure due to ipg not holding a charge. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.